Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye in a secondary procedure due to cone rod dystrophy. It was stated that the patient was unable to see, which led to a lens exchange. There were no post operative complications reported. Patient also had a lens implanted in their left eye. No further information was provided.

Manufacturer narrative:
(B)(4) - cone rod dystrophy.all pertinent information available to abbott medical optics has been submitted. Placeholder.